Event description:
It was reported that the patient had a urinary tract infection. The patient experienced burning with urination, increased frequency, and foul odor. This was considered a new illness or injury. The patient was given 100 milligrams of microbid twice a day for seven days. The event resolved without sequela on (B)(6) 2013.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# v589285, implanted: (B)(6) 2010, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).